Event description:
It was reported to philips that the battery (dom 18254-0019-p) was depleted and would not charge. There was no reported patient or user involvement and no adverse patient / user impact.